Event description:
It was reported that a small volume intermate had a black fiber in the balloon. This was identified during storage of the device. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15a006 was manufactured between january 7, 2015 and january 8, 2015. The affected device was received for evaluation. Visual inspection was performed on the device and a black fiber was found in the reservoir. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.